Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
This is report 1 of 2 for (B)(4). It was reported by a healthcare professional in china that during a meniscal repair procedure on (B)(6) 2022, it was observed that the suture on the truespan meniscal repair system peek 12 degree device was broken off. Changed another one to continue the surgery but the same problem happened again. Another like device was used to complete the surgery. There were no adverse consequences to the patient nor surgical delay reported. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : the complaint devices are not being returned, they were discarded, therefore unavailable for a physical evaluation. However, a photo was provided for the devices. Upon visual inspection of the photo, it appeared that the loose loops being pulled by the hook would indicate the suture is broken and not holding the tissue; therefore, this complaint can be confirmed. A manufacturing record evaluation was performed for the finished device lot number: 9l59039, and no nonconformances were identified. The photo does not provide enough evidence to determine root cause. Without physical evaluation of the devices reported, we cannot establish a root cause for the issue experienced by the customer. The possible root cause for the broken suture can be attributed to procedures variables such as: snaps or other instrument to pull the suture without wrapping the suture around the snaps creates a stress point on the suture, resulting in breaking it, however, this cannot be conclusively determined. As per IFU, it indicated to use caution when tensioning the suture. Overtensioning may cause tissue damage and/or suture or implant breakage. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be file as appropriate. H10 additional narrative: investigation summary ==>the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Upon visual inspection, the implants and the suture were not received along with the device. The sleeve was damage. The red trigger was reviewed and tested, it performed as intended. The pusher rod that places the implants is also in good shape, no structural anomalies could be found. A manufacturing record evaluation was performed for the finished device lot number: 9l59039, and no nonconformances were identified. The suture was not received for evaluation; therefore, this complaint cannot be confirmed and a definite root cause for this failure cannot be determined. A possible root cause can be attributed to a sharp instrument rubbed the suture and an excessive force applied to the suture at the moment of tightening the repair. For the sleeve damage could be related when is over penetrating the needle causing the silicon tube to move and damage. As per IFU, it is necessary to use a calibrated probe, measure the width of the meniscal tissue to be repaired and set the adjustable depth. Also, during needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging soft tissue; once inside the joint space, remove the instrument. Also, pull the free suture tail with continuous force and a smooth motion until both suture bridge legs lay flat and tight against the tissue surface. A probe or similar instrument may be used to assist with tightening of the repair. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.